Event description:
It was reported that the 9800 system would not x-ray and the screens were blank. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.